Event description:
It was reported that a system monitor displayed a "ram error" indicator. No other problem was recognized.

Manufacturer narrative:
A1-a4: there was no patient involved. G3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of a ram error message was unable to be confirmed. The heartmate system monitor (s/n: (B)(6) was inspected at the service depot. No physical anomalies were observed. The system monitor was connected to a test power module and mock circulatory loop for over 24 hours. The system monitor operated as intended and no error messages were reproduced. The unit underwent functional checkout and passed all applicable tests. The system monitor was returned to the customer site. The root cause for the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (IFU) under section 4, entitled ¿system monitor¿, provides an overview of the system monitor, and explains how to set up and use it. This section contains troubleshooting steps for the system monitor and instructs the user to contact abbott for assistance if the system monitor still does not work. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) section f, entitled ¿safety checklists¿, provides checklists to assist the user in performing routine maintenance of the heartmate 3 lvad. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.